Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak during the patient's pd treatment. There were 3 air detected in cassette warnings in drain 2 of 5. Fluid was discovered coming from inside the pump module area. Fluid was found in the pump module area and on the exterior of the cassette. A new cycler was issued due to the leak. The caregiver was advised to notify the pd nurse about the replacement cycler. In a follow up call, the caregiver reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. One manual treatment was done with guidance provided. The new cycler arrived later that evening and the patient is able to have treatments with no further issues. The cycler set is not available to return as it was discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak during the patient's pd treatment. There were 3 air detected in cassette warnings in drain 2 of 5. Fluid was discovered coming from inside the pump module area. Fluid was found in the pump module area and on the exterior of the cassette. A new cycler was issued due to the leak. The caregiver was advised to notify the pd nurse about the replacement cycler. In a follow up call, the caregiver reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. One manual treatment was done with guidance provided. The new cycler arrived later that evening and the patient is able to have treatments with no further issues. The cycler set is not available to return as it was discarded.